Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # c01a, 510k #k180700, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty surgery due to primary osteoporosis and compression fracture at l1. Post-op, cement at l1 leaked to the lateral side of the vertebral body. It was confirmed in the x-ray image after the operation. The cement was doughy and homogenous prior to delivery into the patient. There were no patient complications as a result of this event.